Event description:
The distal tip (jaws) of an endoscopic forcep broke off during a surgical procedure on 2/1/1999. After closing, the chest x-ray revealed the broken jaws were inside pt. An additional surgical procedure was performed that same day in order to retrieve the broken jaws. This event type is occuriing below the frequency and severity that are normal for this device.